Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges having nasal or throat irritation or soreness and cough while using the device. Patient stated that power cord is shedding and there is wire exposure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges having nasal or throat irritation or soreness and cough while using the device. Patient stated that power cord is shedding and there is wire exposure. There is no allegation of serious or permanent harm or injury. Device was returned to the manufacturer for evaluation. But the device evaluation was not yet completed. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed. Section d and h6 updated in this report.

Manufacturer narrative:
Addition information received on 07/28/2025 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges having nasal or throat irritation or soreness and cough while using the device. Patient stated that power cord is shedding and there is wire exposure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected, observed that dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, ui (user interface) knob broken, sd card cover missing. Dust-like contamination inside humidifier enclosure. Possible mineral deposits in water tank. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found thirty two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.